Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation. However, an evaluation of the customer provided image was performed and found the fast-fix 360 laying over a surgical mat. The actuator appears bent or detached from inside the needle and is hanging out of the needle. No suture, nor t1 or t2 anchors visibly seen in the image. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscal repair procedure using the fast-fix 360 suture system, the second implant did not deploy. The inserter was hanging out when trying to deploy t2. T1 was removed using arthroscopic scissors and graspers. The procedure was completed with a non-significant delay using a smith and nephew back-up device. No further complications were reported.